Manufacturer narrative:
(B)(4). Date sent: 8/15/2024 d4: batch # 475c53 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l the device was returned with no apparent damage and a gst60w reload loaded on the device. The reload was received unfired. In addition, a battery was received along with the device. During the functional test, the sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device being bailout. However, the lever bailout was damaged. The device was returned with a non-working firing mechanism. The device was disassembled to verify the condition of the internal components, the manual override door was removed and the bailout mechanism was partially activated. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the bailout mechanism was partially activated due to improper handling of the device. Also, an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 475c53, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass, the device would not fire. The battery was jolting the knife blade forward. There was more of a forward advancement of the knife blade then the surgeon was accustomed to. There was also a noise the surgeon had not heard before emitting from the device. Case was completed with a like device. No patient harm was reported.